Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's belt clip broke. The customer's blood glucose was 434 mg/dl. The customer treated himself with a bolus. Advised that a new belt clip was sent to the customer. Nothing further reported.